Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient had surgery on (B)(6) to reposition the ins in their back. The patient had fallen in (B)(6) and noticed the battery had moved about a month after that. The patient mentioned they had to get bloodwork done on (B)(6) 2021 for the surgery. The patient also noted they had tried getting the ins reprogrammed by the manufacturer representative but then realized it was probably the ins moving in their back. No symptoms were reported.